Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap hernia repair. According to the reporter: the balloon would not inflate. Operating room time not extended. Just used another one. No injury to the patient.